Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b003016n02, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump/miscellaneous/eri (elective replacement indicator) due to time progression; no significant anomaly. Analysis of the catheter revealed a catheter/catheter body/slice cut; no significant anomaly.

Event description:
It was reported the patient¿s catheter had a micro-tear and the patient had her pump replaced because her catheter was pinched and had a micro-tear in it. It was unknown when this occurred. It was noted the patient was having ¿horrible symptoms¿ on and off for at least a few years. These symptoms were positional, but they continued to become more severe. It was also reported the most severe was since the middle of (B)(6) 2014, but the patient had ¿bouts of it¿ over the last two years. The patient¿s husband told her to try taking oral medication since he thought she might have been going through withdrawal and within 20-30 minutes her symptoms went down. Symptoms included severe anxiety, pulse up to 120, chills, shaky, weak, and felt like she was ¿living hell on earth.¿ immediately, the patient went into see her healthcare provider (hcp) and they did an x-ray and a magnetic resonance imaging (MRI). It was noted both of these tests confirmed the catheter was in the intrathecal space. It was reported however, the surgeon was unable to get anything out of the side port after she had a dye study done as well. The patient then moved to the side and they were able to get ¿just a little bit out.¿ all of these tests took place in (B)(6) 2014. The patient¿s pump was not alarming. It was further reported when the patient would get her refills, what the hcp would aspirate out of the pump was within the general guidelines as to the amount that should be coming out and ¿was aspirating the proper parameters.¿ however, at this last refill it was ¿barely outside the parameters.¿ it was reported the last refill the patient had with the malfunctioning catheter was on (B)(6) 2014 and the patient had a refill before that on (B)(6)2014. It was noted the ¿medicine was going into the tissue and not the intrathecal space.¿ the pump was being used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.